Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, white particles in the surface of the shell and broken shell. A microscopic analysis was performed which identify striated opening in the radius side. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Missing piece of the shell assessed as to inconclusive. Reason for reoperation: rupture.